Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a tria ureteral stent was used during a cystoscopy, removal of stent, retrograde pyelogram, ureteroscopy, laser lithotripsy, insertion of stent procedure in the kidney, ureter, and bladder, performed on (B)(6) 2021. Reportedly the tria ureteral stent was implanted on (B)(6) 2021. According to the complainant, the patient retuned to the emergency room on (B)(6) 2021. An unplanned stent removal was performed. It was noticed that the stent was obstructed and the kidney stone debris was unable to pass. The patient was diagnosed with hydronephrosis due to the obstructed stent. There was no treatment reported for the hydronephrosis. The physician removed the obstructed stent in its entirely and a new ureteral stent successfully completed the procedure. There were no additional patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good and successful.